Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock lead impedances measuring greater than 125 ohms. Subsequently, this rv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.